Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated and leaked during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the set coming apart and leaking was confirmed. Visual inspection showed that the top tip of the check valve was broken off and remained inside the upper portion of the tubing, leaving the tubing set separated into two pieces. Functional testing was not performed due to the separation. The cause of the leak was the check valve breaking. The root cause of the breakage was not determined.